Manufacturer narrative:
Qc pre the event was within lab established ranges. Unknown if qc was run after the event was run prior to recalibration. A bci field service engineer (fse) replaced the following: na and na reference electrodes. Ion-selective electrode (ise) reference reagent on (B)(4) 2010. Ise buffer. Fse checked reagent lines, eic, eic valve and ratio pump. All were acceptable. Fse also verified unit performance which was acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated and higher results were obtained. Patient's treatment was not impacted.